Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 3776-75 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2011. Product ID 3778-75 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they were having issues with their leads. Patient said that the leads on the right side of their forehead were hurting real bad and that they felt like they were burning pt, and they could externally feel the sensation with their fingers. Pt had an appointment scheduled for thursday with healthcare professional (hcp) to address the issue.  The patient was redirected to their healthcare provider to further address the issue. Pt mentioned the ins was for their trigeminal and occipital neuralgias; they clarified they know the difference between the neuralgia pain and this burning sensation.